Event description:
The rptr performed a blood glucose test and got a result of 303 mg/dl. Rptr turned the meter off and removed the strip. He then turned the meter back on and reinserted the same strip, waited for the strip prompt, and got a result of 245 mg/dl. The tests were done within a 10 minute timeframe. He did not have any control solution for testing. Rptr cleaned h is meter for the first time and has been satisfied with test results. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8